Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they customer experienced high blood glucose. The customer blood glucose level was 550 mg/dl to 600 mg/dl. The customer¿s mother also stated that the screen display was not functioning. The customer was assisted with troubleshooting. Advise to remove the battery. Insert battery alarm did not display on the pump screen. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Display did not return after pump restart. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After battery installation, unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to display anomaly.